Event description:
It was reported that the device exhibited a 'check for empty tubing or resolution' alarm. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, a dso seal bubbled, and a cracked battery door. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that a bad dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: 2/14/2024.